Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 9.5 years post initial procedure, a type 3a endoleak and thrombus in the abdominal aneurysm was identified. The patient has claudication in his hips and buttocks and three vessel coronary disease, the patient is currently receiving coronary artery bypass grafting (CABG) treatment and the abdominal aneurysm has shrunk in size.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak of the aortic components and aortic occlusion (thrombosis) were confirmed. Device, user, procedure or anatomy relatedness of these events could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b1: adverse event\product problem - updated. H6: device code - removed 3190. H6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11.